Manufacturer narrative:
A site representative reported that, while in a spinal fusion procedure, the imaging system displayed a frame grabber error message following the completion of a 3d spin. They had completed the use of the imaging system and no longer needed it. The system functioned as expected later in the day. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation discovered a damaged mobile view station (mvs) umbilical cable which was causing the reported event. Replacement of the cable resolved the issue. No further issues were reported. Analysis of the returned cable confirmed the electrical damage as the outer insulation had been gouged in two places suggesting electrical stress, also, the inner wire bundle was exposed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system displayed a frame grabber error message following the completion of a 3d spin. They had completed the use of the imaging system and no longer needed it. The system functioned as expected later in the day. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.